Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said that "ever since it was implanted in me, it has been degrading in the sense of my being able to control or making any adjustments" referencing the ins and they were unable to make any adjustments using their own controller. The patient stated "the last couple times they did it with the master unit and it doesn't work, it would crap out on me within 48 hours. Right now the only adjustment can be made if I meet up" with a manufacturer representative (rep) stating "if I have to make the adjustment with the master unit, it doesn't do me any good". The patient stated they were told the ins had to be replaced and the patient wanted compensation for pain and suffering. The patient requested to meet with a rep at their healthcare professional's office on (B)(6) at noon to adjust the ins; it was noted that a rep would follow-up with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2018. It was reported that a connectivity check showed x¿s on multiple contacts and electrode impedances showed high impedances (being out) on several contacts. The manufacturer representative was able to program the patient on two contacts that weren¿t out and was able to turn the amplitude up and program through the out of regulation messages for coverage and everything was fine. When the patient moved and used the patient controller, the patient was seeing the ¿settings not available¿ message. This out of regulation issue was not new, and the patient had been reprogrammed once or twice, but there were never any issues or ¿red flags.¿ it was noted that the patient falls three times per week and they sometimes black out. The manufacturer representative left the patient with the current program and told the patient to leave everything as is. It was unknown when the impedance issues and out of regulation issues first began. The patient was redirected to follow-up with their health care provider. Additional information was received from the manufacturer representative regarding the patient on 2019-may-14 which confirmed that previously, manufacturer representatives had been getting some out of regulation messages while programming the patient. The high impedances and out of range impedances were first seen by the manufacturer representative on 2019-apr-25. There were no further complications reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Leads (B)(4) evaluation (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their lead was replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product problem should have been selected in previous supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.